Manufacturer narrative:
Initial.

Event description:
It was reported that a cartridge leaked when the user connected the cartridge to the tubing before placing it into the ilet, which resulted in a use-of-device problem associated with the cartridge component; the user then requested guidance on rewinding the pump and was successfully walked through completing a full supply change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the event characterized as a use-of-device problem and the involved component not otherwise codified beyond an unavailable specific component term. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.